Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge 5 alarm while attempting to load 2 cartridges. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with loading a cartridge; no alarm occurred. The customer resumed insulin delivery.